Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 285 mg/dl and 58 mg/dl within 10 minutes. Tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.